Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable; however, subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. Investigation found the fault may be attributed to membrane failure. The ten minute time outs and the measurements taken would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Voltage fluctuation was observed over the pogo-pins; however, this did not affect the devices ability to delivery therapy.

Event description:
There was no pt involved in this event. This device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.